Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were out of range impedance measurements on this right ventricular (rv) lead and device. The out of range impedance measurement was not available in the data, however, it was suspected the measurements dropped below 200 ohms. Upon review of the episodes, noise and oversensing was observed which resulted in pacing inhibition greater than two seconds. It was indicated the patient had intrinsic activity during the pacing inhibition. The clinician indicated testing would be performed during the next in office appointment. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp). The health care professional (hcp) suspected the cause was t wave oversensing. Technical services and the representative discussed there were too many signals to be t wave oversensing. The noisy signals on the rv channel could not be reproduced. It was also reported the rv pacing impedances have trended downwards. There were low out of range pacing impedances of less than 200 ohms observed. It was suspected there may be a lead issue. The representative was going to discuss the clinical observations further with the hcp. At this time, this cardiac resynchronization therapy defibrillator (crt-d) remains in service and there were no adverse patient effects reported.